Manufacturer narrative:
Customer performed a control solution test and the meter provided results within the specified range.

Event description:
Customer reportes receiving erractic readings. In blood glucose tests, customer rec'd readings of 114 mg/dl and 25 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.